Event description:
Patient correspondence: patient was revised to address infection. Update received (B)(6) 2014- patient emailed depuy stated he had pinnacle hips put in in 2004 and 2007. Authorization forms are being resent. Update received (B)(6) 2014- patient authorization forms received but were filled out incorrectly. Additional forms have been sent. Update received (B)(4) 2014- patient call received. Patient stated he was revised due to noise, popping, grinding, and yellow-ish browning fluid. Doi, dor, part and lot numbers were received. Update received (B)(6) 2014- authorization forms received. Update received (B)(6) 2014- invoice received. Update received (B)(6) 2014- x rays received. -ll update received (B)(6) 2014, (B)(6) 2014, and (B)(6) 2014 - patient's medical records were received. Records were reviewed for MDR reportability. Records indicate the patient was revised to not only address infection but to also address a loose cup. The cup will be reported at this time. Update (B)(6) 2015- medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. Update rec'd (B)(6)2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. The head and liner are now being reported to address allegations of metal on metal. The stem is also being reported to address allegations of elevated toxic metal ions.

Manufacturer narrative:
No device associated with this report was received for examination. A review of the device history records did not reveal any related manufacturing anomalies. Medical records and xrays were obtained and reviewed. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.